Event description:
It was reported that the radio frequency (rf) head had a hard time interrogating the device. Another rf head was used with the programmer and the issue was resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).